Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report (B)(4) as (B)(6) 2019 but should have been (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part #: 03.010.228. Synthes lot number: u146936. Supplier lot number: u146936. Release to warehouse date: 23-jul-2012. Supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: drill bit for 5.0mm recon screws/large qc was received at cq. Visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The oblique break occurred at the spiral tip. The sheared off tip fragment was not returned. This complaint is confirmed. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. The tip of the drill bit measuring approximately 25mm length was observed to be broken. Document / specification review: the returned device was manufactured in 2012. The drawing for 3.2mm / 5mm step drill bit recon screw drill bit alfn was reviewed during this investigation. No product design issues or discrepancies were observed. Mre review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: a root cause for the drill bit breaking could not be definitively determined based on the provided information. The fracture pattern suggests that an off-axis force during drilling is a likely contributor. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a midshafting of a nail in the left femur, a drill bit tip broke off. A fragment was reported to have remained in the patient. There was no reported surgical delay and the surgery was completed successfully. This complaint involves one (1) drill bit for recon screws. This report is 1 of 1 for (B)(4).